Manufacturer narrative:
Device has not been received for evaluation. Product recall initiated august 21, 2007.

Event description:
Dr had found after doing a 6 month post-op with patient, the calaxo presented a painful bump over the tibial tunnel.